Manufacturer narrative:
Reported event an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results -product evaluation and results: a material analysis has been performed. The report concluded: the returned stem had fractured in fatigue; with the fracture propagating inferiorly. Eds showed that the stem chemistry was consistent with an astm f1586 which is consistent the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: undated x-rays: ap pelvis, ap left hip demonstrating bilateral hybrid tha - right reduced and nominal, left reduced with displaced fracture of femoral stem at base of neck. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the x-rays provided, confirmation of the event description is possible, but insufficient data is presented to create a medical report for this case. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: review of provided medical records revealed that confirmation of the event description is possible, but insufficient data is presented to create a medical report for this case. Evaluation of the returned device indicated that the report concluded: the returned stem had fractured in fatigue; with the fracture propagating inferiorly. Eds showed that the stem chemistry was consistent with an astm f1586 which is consistent the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), operative reports, dated serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the implanted exeter stem had broken. Revision surgery was completed and the exeter was removed and replaced with a rest mod. It was further reported that the broken stem was discovered following x rays and that the initial signs of the broken stem were noticed when the patient felt a click while walking then later had difficulty ambulating and getting out of bed and required use of walker.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the implanted exeter stem had broken. Revision surgery was completed and the exeter was removed and replaced with a rest mod. It was further reported that the broken stem was discovered following x rays and that the initial signs of the broken stem were noticed when the patient felt a click while walking then later had difficulty ambulating and getting out of bed and required use of walker.